Event description:
It was reported that there was an alert for a right ventricular (rv) shock lead impedance measurement, at about 130 ohms. It was discussed that the trends over the year, indicate calcification as a possible cause. Technical services noted troubleshooting options and recommended considering a commanded shock delivery. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported indicating that this lead was checked in the clinic, to clear the high out of range shock lead impedances and evaluate. Afterwards, the patient heard beeping. Review of device information indicated that the shock impedance is now at a point where max energy commanded shocks should be considered. Additionally, noise was noted on the shock channel as well as oversensing on the atrial channel, indicating a potential rv lead issue. Clinician will discuss with the physician. No adverse patient effects were reported. This report will be updated, should additional information be received.

Event description:
It was reported that there was an alert for a right ventricular (rv) shock lead impedance measurement, at about 130 ohms. It was discussed that the trends over the year, indicate calcification as a possible cause. Technical services noted troubleshooting options and recommended considering a commanded shock delivery. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that there was an alert for a right ventricular (rv) shock lead impedance measurement, at about 130 ohms. It was discussed that the trends over the year, indicate calcification as a possible cause. Technical services noted troubleshooting options and recommended considering a commanded shock delivery. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported indicating that this lead was checked in the clinic, to clear the high out of range shock lead impedances and evaluate. Afterwards, the patient heard beeping. Review of device information indicated that the shock impedance is now at a point where max energy commanded shocks should be considered. Additionally, noise was noted on the shock channel as well as oversensing on the atrial channel, indicating a potential rv lead issue. Clinician will discuss with the physician. No adverse patient effects were reported. This report will be updated, should additional information be received. It was additionally reported that the lead was successfully explanted and replaced.